Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device stated that their remote communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting was performed, the communicator was power cycled but the patient initiated interrogation (pii) was unsuccessful receiving 3 yellow sending waves. The rcd alert indicated high out of range shock impedance measurements were recorded on the right ventricular (rv) lead. Technical services (ts) referred the patient to the device treating clinic for further device evaluation. At this time, this rv lead remains in service. No adverse patient effects were reported.